Event description:
Event description cpi received info that the pt had a previous atrioventricular node ablation and was admitted to the hosp with a heart rate of 10 beats per minute and syncopal. Pacing thresholds were found to have increased, and the physician was able to reproduce the oversensing when the pt strained and in one case oversensing was noted with deep inspiration. Strips from the emergency room admission were reported to show profound bradycardia. Cpi received additional info in 11/1998 that indicated the implantalbe cardioverter defibrillator had stopped pacing the pt. After a pacing impedance test was initiated, the implantable cardioverter defibrillator began to pace the pt appropriately. The implantable cardioverter defibrillator was removed.